Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor infusion pump with "constant alarm" was confirmed during product evaluation by baxter quality engineering. This condition was caused by a defective switch printed circuit board. The switch printed circuit board was replace to correct this condition. A service history review revealed no previous service events that are related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
Device is available but has not been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one infusor with a constant alarm. The device infuses for 3 seconds and then alarms (constant alarm). The reported condition occurred during set up/ priming in the operating room/surgery area. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.